Manufacturer narrative:
(B)(4)

Event description:
During a bankhart instability procedure it was reported that the screw thread was broken during the procedure. The screw was inserted at the correct angle. A drill had been used for site prep. Additional information received from the facility indicates the patient had weak bone and that a new hole was prepped to continue. A backup device was available to complete the procedure and a ten minute delay was experienced. There were no reported patient injuries or complications and the patient's post-operative condition was reported to be okay.

Manufacturer narrative:
One 2.9 bioraptor w/1 ultrabraid suture was returned for evaluation. Visual assessment of the device shows it was deployed as the suture is not assembled correctly on the inserter handle. The anchor shows deformation and material displacement at its ribs and suture slot. Dimensional analysis of the anchor found it met print specifications. Damage to the anchor is consistent with implantation and removal. After the evaluation the root cause for the reported issue could not be determined. Further investigation is not warranted at this time. (B)(4).